Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient did not able to obtain a consistent refraction, had a blinding and sometimes painful glare both day and night. The patient also experienced halos both inside and outside and had seen corneal specialists and retina specialist with no findings on exam. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in b.2., b.3., b.5., b.6., b.7., d.6.b, d.10. And h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating patient harm as blurred vision and significant glare. As per surgeon opinion iol caused or contributed to the event. The iol was exchanged for non company lens model 10 months 26 days following the initial implant procedure. The patient issues were not fully recovered but improving. Surgeons prognosis was optimistic.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).